Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The bmw guidewire (gw) was advanced with difficulty and the gw became stuck with a balloon dilatation catheter (bdc). The bdc and the gw were removed separately from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. The procedure was continued with a non-abbott gw. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to advance and the reported difficult to remove were unable to be replicated in a testing environment due to the condition of the returned device. Additionally, there was a clump of fibers noted on the core. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during preparation for use the clump of fibers noted on the core, likely from a wipe, inadvertently adhered to the guide wire; thus during advancement onto the balloon catheter resulted in the reported difficult to advance and the reported difficult to remove. Manipulation of the device resulted in the noted multiple misaligned coils and the noted multiple core kinks and bends thus contributing to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.